Event description:
It was reported that during a knee scope procedure, a total of three (3) platinum blades stopped oscillating and physically broke into two pieces at the inner blade inside the tip, additionally, the plastic connector at the bottom came off. The procedure was successfully completed with no surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The product visual inspection/evaluation of the returned device revealed, ¿all three devices inner blades were broken at the curve of the device. The distal tips of the inner blades were jammed into the distal tip of the outer blade.¿ devices ¿could not function due to fracture.¿ no additional requested clinically relevant information was provided. Based on the limited information provided, the root cause of the reported blade breakage cannot be definitively concluded. The patient impact beyond the reported events is not anticipated. Per email correspondence, it was communicated that no broken pieces fell inside of the patient¿s wound. Reportedly, the procedure was successfully completed with a backup device without delay. There was no reported patient harm or injury alleged. Therefore, no further clinical/medical assessment is warranted. A visual inspection revealed three devices were returned outside of original packaging. All three devices inner blades were broken at the curve of the device. The distal tips of the inner blades were jammed into the distal tip of the outer blade. A functional evaluation revealed the devices could not be functioned due to fracture. It was determined the device contributed to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of excessive force or contact with another source. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H11: corrected data h6 (health effect - impact code).